Event description:
The tip of the filter had migrated from the sheath, approximately 5mm. Upon introduction, the filter became lodged in the venous wall, making it impossible to position the device in the desired location. It was retrieved and a replacement was used without difficulty.